Manufacturer narrative:
Duragen suturable dural (durs3391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation of retained samples was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - eight (8) retain sample units were visually inspected. Dispenser box was in good condition. No defect was observed on any the trays¿ appearance (inner/outer), sealing area, sponge appearance (including voids), and no foreign material was observed inside the package. No anomaly was observed that could be related to the reported condition: sterile barriers, seal area, and product appearance were in good condition. Root cause - a root cause determination is not possible at this moment. A root cause determination is not possible at this moment. As a result, it is concluded that the manufacturing process of both, the fg lot 4753227 and the collagen sponge lot 4518294 met all manufacturing and testing requirements as defined in the specified procedures. Additionally, the IFU addresses possible complications such as infections "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An adverse event (ae) was reported under (B)(6) clinical study ((B)(6)) with the following information: it was reported that a patient participating in this study suffered a deep surgical infection. Patient complained of drainage from incision site at post operational visit. Patient was taken to operating room on (B)(6) 2020 for wound wash out. On (B)(6) 2020, patient still had infected surgical site. Patient returned to operating room for removal of hardware and closure of wound. Patient received antibiotic treatment. See additional details of the adverse event as follows: device information: cat#/product code# (durs3391). Surgery date: on (B)(6) 2020. Date of discharge: on (B)(6) 2020. Patient diagnosis: epilepsy. Surgical region: supratentorial. Surgical procedure: 10-stereotactic craniotomy. Adverse event: ae term: surgical site infection ¿ deep. Adverse event onset or start date: on (B)(6) 2020. Did the ae result in an initial or prolonged hospitalization: yes (admission date: on (B)(6) 2020, discharge date: on (B)(6) 2020). Did the ae require intervention to prevent permanent impairment or damage?: yes. Details of intervention: patient underwent surgery twice to clean wound, resulted in eventual hardware removal. Patient received antibiotic treatment. Outcome: resolved without sequelae. Adverse event resolution/end date: on (B)(6) 2020.